Event description:
Multiple cartridge alarms occurred prior to a malfunction, with the customer experiencing a malf 24 code, which was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support replaced the customer's pump, providing a model with updated software and supplying the necessary instructions for storage mode and device return. The customer was advised to use multiple daily injections as a backup and to program their settings and connect their cgm to the new pump. A replacement pump was shipped with a requirement for a delivery signature, and the customer understood the need to return the faulty pump within ten days to avoid charges.